Event description:
It was later reported the cause of the event was unknown. The patient experienced mental status change following pump refill. The patient outcome was noted as serious life threatening injury/illness-recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient started having overdose-type symptoms that occurred following a refill. The patient was very sleepy and very drowsy but the patient could be woken up. The patient was given narcan and pump was programmed to the minimum rate. The pump was emptied and all 40 ml's put into it were able to be aspirated. The patient was planned to be admitted to the hospital for observation. The pump was infusing fentanyl, hydromorphone, and clonidine. It was later reported that patient was doing find and they were beginning to titrate the dose up.

Manufacturer narrative:
Catheter: model: 8709, lot# l66212, implanted: 1999 (B)(6), explanted: unknown. Accessory: model: 8578, serial# (B)(4), implanted: 2011 (B)(6), explanted: unknown. (B)(4).